Manufacturer narrative:
Photo and video review: photo shows company device. The plunger has been fully advanced outside the nozzle tip and is advanced over the lens. The lens is advanced into the nozzle entry. Video is also provided. Video shows the same - plunger has been advanced over the lens. The lens preparation or advancement is not provided in the video. Based on our observation of the attached photo and video, the plunger has passed over the lens. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol got stuck inside the cartridge. There was a patient contact. Additional information has been requested and received stated that, the surgery was completed same day. The iol of another brand was used. There was no patient harm and patient was not hospitalized. No further information available.